Manufacturer narrative:
(B)(4). The user facility biomed determined that the most likely cause of the reported event was a malfunctioning user interface module (uim). The user facility was shipped a replacement user interface module (uim) to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the user facility for the return of the alleged faulty user interface module (uim) for evaluation. The alleged faulty user interface module (uim) has been received, routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation is complete, carefusion will submit a follow-up medwatch report.

Event description:
A user facility biomed reported that the device failed the o2 calibration during the extended system tests and then the device's screen went black. There was no report of patient involvement.

Manufacturer narrative:
Failure analysis: avea user interface module (uim) pn: 16950 sn: (B)(4)was received for investigation. After powering on the screen remained blank and all led¿s were illuminated constantly, duplicating the reported issue. I attempted to upload software but communication would not initiate. Isolated to issue to a corrupted boot loader, not a workmanship issue, in software version 4.6 (pn: 26310-001 rev a). After re-loading the boot loader program and this corrected the current state of a blank screen condition. I then uploaded software version 4.6b and communication is good and user interface module (uim) boots-up completely and no further anomalies were found after cycling for 30 minutes and after multiple cycles of power and performing the extended system test (est) test¿s no issues were found. Findings/root-cause: corrupted boot loader. This is a known issue and carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.